Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation.the product investigation could not identify a root cause for the reported complaint. Not enough information was provided for further investigation. This was reported from a comment made when reporting a complaint to another lens manufacturer. The only information provided was "the surgeon mentioned tracking the day one postop outcomes of this lens rotation for company t series. N= 12, average 4 degrees counter clockwise. Std dev 3". No other information provided. Follow up activity cannot be completed because the initial reporter did not provide their entire name or contact information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after intraocular lens (iol) implantation surgery the surgeon mentioned that tracking the day one postoperative outcomes of the lens rotation for company t series lens was noticed,average 4 degrees counter clockwise.no other information provided.